Event description:
It was reported that during a plif procedure at l3-l5 using interbody device, the implant fell off anteriorly and injured the vessel. The patient reportedly had a massive amount of bleeding. The patient current status is not reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog #2990822, 510k #k073291 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Per the reporter, the reported event was not related to the device. Although we believe that no device malfunction caused or contributed to the reported event, we are filing this report for notification purposes.